Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the touchscreen touch position is misaligned. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that there is misalignment in the touch position. Therefore, touchscreen needs to be replaced to resolve the issue. Test#3: controls resulted in fail, and the device did not pass functional test. However, the repair was not performed per customer's request. The customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E:(B)(6).